Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg pocket site was relocated.

Event description:
A report was received that the patient was experiencing pain and tenderness to palpation at the pocket site. It was noted that the ipg migrated towards the midline spine and felt pain when lying as it was pressing on the spinous process. It was reported that the patient's incision site opened up and fluid was oozing as sign of infection. The physician believed that infection was procedure related and not device related. The patient was prescribed antibiotics and the infection was cleared.

Event description:
A report was received that the patient was experiencing pain and tenderness to palpation at the pocket site. It was noted that the ipg migrated towards the midline spine and felt pain when lying as it was pressing on the spinous process. It was reported that the patient&#38112;incision site opened up and fluid was oozing as sign of infection. The physician believed that infection was procedure related and not device related. The patient was prescribed antibiotics and the infection was cleared.